Manufacturer narrative:
The referenced gi bleeding admission on (B)(6) 2018 was reported under medwatch MFR report #2916596-2018-00410. (B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had recently been hospitalized from (B)(6) 2018 for gastrointestinal (gi) bleeding. On (B)(6) 2018, the patient was seen in the emergency department (ed) with complaints of 2 weeks of melena (at times 20+ per day), worsening shortness of breath, pallor and dizziness. At time of ER visit, the patient¿s inr was 1.9 and hemoglobin was 7.8 g/dl, which was down from 9.6 g/dl on (B)(6) 2018. The patient was transfused with 2 units of packed red blood cells and then discharged from ER with no other alarming symptoms. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.